Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: modular dual mobility insert; 626-00-38d; 52446603 22.2mm std lfit v40 head; 6260-9-122; 51207005 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
As reported: "implants removed due to painful hip. Replaced with x3 poly and ceramic head".